Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown. Device info - unknown. Date implanted - 2014. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur. Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on (B)(4) 2015. Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause of the event could not be determined due to insufficient information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent bilateral total knee arthroplasties on (B)(6) 2013. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2015 due to plastic sheering off from the peg on the patella button. The patella component was removed and replaced.

Event description:
It was reported patient underwent a bilateral total knee arthroplasty in 2014. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2015 due to plastic sheering off from the peg on the patella button. The patella component was removed and replaced.

Manufacturer narrative:
Concomitant product(s): bmet regenx pri tib tray 79mm, catalog# 141275, lot#641850. Vanguard cr por fem-rt 65, catalog# 183048, lot# 944240. E1 vngd cr tib brg 79/83x12, catalog# ep-183462, lot# 999730. Modular splined stem 40mm, catalog# 141369, lot# 455850. Sig tka gde/mdl set 03-05, catalog# 42-422551, lot#095214. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the product determined the pegs are sheared off, with no indication as to the cause. The revision operative were received. The notes state there was metallosis seen in the synovium. There was a patella piece seen floating in the suprapatellar pouch. Notes also state that the patella was loose and was easily removed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.